Manufacturer narrative:
Device manufacturer address 1: (B)(4). The user facility submitted medwatch (B)(4) for this event. The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system non-dehp extension set pulled out of the piece that connects to the patient¿s PICC line (peripherally inserted central catheter). This was further described as ¿heard pop and noted line had come apart at pick site¿. This issue was identified during use on a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available..